Event description:
The customer reported that during a whipple procedure, there were no obvious signs of instrument failure or malfunction. Thirty-six hours after the procedure, the pt's hemoglobin had dropped and the pt was taken back to surgery. The pt was found to have extensive bleeding and a large clot was visible. The bleed came from a seal on the mesentery. A laparotomy was performed and a blood transfusion was administered. The pt is said to have recovered and is doing fine.

Manufacturer narrative:
(B)(4). (B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.